Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. The patient had hyperglycemia and passed out. The patient recalls a high cgm reading at the time of the event, but cannot recall the value. No bg value provided. The patient's daughter called ems and she was hospitalized for 4 days for hyperglycemia. No information about medications provided. At the time of the report, the patient was in stable condition. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.